Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The backlight, up-arrow, and down-arrow keypad button presses did not activate desired pump functions during testing. During investigation, the backlight, up-arrow, and down-arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under the key contacts.

Event description:
The patient reported that the contrast, up arrow, and down arrow keypad buttons became intermittently unresponsive yesterday. He noted that the buttons still click when pressed, but do not spring back. The patient denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that he carries the pump in his pocket.